Manufacturer narrative:
The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on (B)(6) 2025. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test. Due to this condition, the shaft was dissected and the irrigation tube was found folded at the tip area. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the irrigation tube folded could not be determined. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav and observed a no more flushing issue when they removed the pentaray nav out of the patient. They flushed the pentaray nav, after some work the lumen was blocked, and it was not possible to flush the catheter anymore. The procedure was delayed by 15 minutes. The procedure was completed successfully. No patient consequence. They did not use an irrigation pump. They used a pressure bag. Additional information was received on 07-mar-2025. The suspected device for the reported flow/irrigation issue was the pentaray nav. The issue was not noted before the device was used on the patient. It was noted during the procedure. The error was noted when they changed the catheter and removed the pentaray nav out of the patient and saw that there was no more flushing. Steps taken to resolve the issue was that they tried to flush it directly with an injection, but the lumen was completely blocked and not possible to flush. No generator. This event was originally considered non-reportable, however, bwi became aware on 07-mar-2025 of the no more flushing issue when they removed the pentaray nav out of the patient and have reassessed the event as reportable. The awareness date for this record is 07-mar-2025.